Event description:
It was reported that, during a robotic laparoscopic partial nephrectomy procedure, the bipolar fenestrated grasper (bfg) was broken during a surgeon's first-in-human (fih) case. The surgeon pressed the jaws of the bipolar fenestrated grasper into the monopolar curved shears inside of the patient, resulting in the jaw of the bfg being broken. It took five minutes to remove the broken bfg using the broken instrument procedure. The broken instrument was discarded and replaced with a new one to finish the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: d1 h3) evaluation summary: medtronic led an evaluation of the associated device logs for the reported bipolar fenestrated grasper. The bipolar fenestrated grasper sample not made available for this incident as it was discarded by the customer. Evaluation of the logs indicated an error code for 'motor position limits' was triggered as an after effect of a pulley break. The use life of the bipolar fenestrated grasper was twenty-four minutes with a use count of one at the time of the error. The jaws of the bipolar fenestrated grasper were pressed into the monopolar curved shears, resulting in the jaws being broken. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause of the jaw damage was that it is likely that the device was not used as intended, which may have caused or contributed to the reported incident. Replication of this issue can occur from improper preparation. The instructions for use (IFU) states, "always visualize instrument tip with the endoscope while using bedside control to move an instrument inside the patient, to avoid patient injury from instrument contact.". Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic partial nephrectomy procedure, the bipolar fenestrated grasper (bfg) was broken during a surgeon's first-in-human (fih) case. The surgeon pressed the jaws of the bipolar fenestrated grasper into the monopolar curved shears inside of the patient, resulting in the jaw of the bfg being broken. It took five minutes to remove the broken bfg using the broken instrument procedure. The broken instrument was discarded and replaced with a new one to finish the case. There were no reported incidences with the monopolar curved shears, as they operated normally throughout the procedure. There was no patient injury.